Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, it was reported that the patient made a mistake and connected to the device at the time of priming. The homechoice and homechoice pro apd systems patient at-home guide, which is shipped with every homechoice device provides step-by-step instructions for properly priming the disposable set and says to verify that the patient line is properly primed. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A formal review of the label for the product family will be conducted. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that during an unrelated alarm on the homechoice (hc) device, the home patient (hp) had made a mistake and connected during the prime. The hp stated that they thought that the alarm display on the hc device, was actually a signal to connect and when they pressed go, the hc displayed that it was ¿priming¿. The technical service representative (tsr) explained that the prime was not finished and that they would need to disconnect and start over with new supplies. The tsr assisted with removing the set and the hp was going to start over with new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.